Event description:
It was reported that during a procedure to treat an ischemic stroke at the left internal carotid artery terminal using a solitaire ab stent, there were device-related issues. The patient had a baseline modified rankin score of 4, which improved to 2 post-procedure, a baseline nihss score of 18, which improved to 6 post-procedure, and a tici score of 0, which improved to 2b post-procedure. The stroke onset to reperfusion time was 7 hours. Intravenous tissue plasminogen activator (tpa) was not contraindicated. During the procedure, it was noted that the push resistance was large, and the stent could not be pushed. Upon removal, the stent was found to be kinked. The vessel tortuosity was moderate. The initial attempt to restore blood flow using the swim technique was unsuccessful. A double-stent thrombectomy technique was then proposed. The sab 6-30 stent was replaced with an sfr6-30, which was successfully delivered to the anterior cerebral artery through a rebar 18 microcatheter. Using clamp technology with double stents and an intermediate catheter, the thrombus was removed, and blood flow was restored. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.